Manufacturer narrative:
The implicated device and its interconnected pump-tubing set were not retained or returned by the user. It is difficult to evaluate this report in their absence. It would not be expected that a device with a crack would be put into service by the user. In our experience, if a crack were to develop at that location, it could be as a result of an incompatible connector in the pump set, cross threading of the connector by the user, or excess tightening force by the user. It was also stated by the user facility that they were unsure of whether the device was involved, because the reported leak had not been observed by the user. As the lot number of the device is unk, it was not possible to review the field or mfg history for the lot. The patient has made at least partial recovery. Summary: the relation between the event and device is indeterminate.